Event description:
During a cataract procedure in the operating room the ozil handpiece malfunctioned while being used by the physician. The ozil was tested prior to the case as a part of the alcon protocol. The doctor stated as soon as he attempted to place the ozil tip into the eye it caused an instant burn to the patient's cornea. The ozil was immediately removed and replaced with a new handpiece. The procedure then proceeded without incident. One stitch was placed in the cornea to ensure closure and proper healing. No harm came to the patient. The hospital will be sending the device back to alcon for a failure analysis